Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not power on after installing the battery. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not power on after installing the battery. In this state the device would be inoperable and defibrillation therapy would not be available if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned for evaluation. The cause of the reported issue could not be determined.